Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition that could result in unintended activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.